Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 24 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 3 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 3 devices are pending evaluation. Evaluation results findings (components/results): 3 devices: appropriate term/code not available / no findings available. 1 device: circuit board / electrical/electronic component problem identified. 1 device: circuit board; sensor / electrical/electronic component problem identified. 22 devices: sensor / electrical/electronic component problem identified. 1 device: sensor / device migration. 3 devices: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 31 malfunction event(s), where it was reported the device experienced unintended direction of the zoom; unintended motion or unintended excessive speed of the zoom. There was 1 event with patient involvement; the patient experienced pain, but no serious adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: sensor/electrical/electronic component problem identified. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results). 1 device: appropriate term/code not available/no findings available. 1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report now summarizes 30 malfunction event(s), instead of 31.